Manufacturer narrative:
Corrected sections: h-6 device codes: correct from "break 1069" to "poor quality image 1408" (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial conforms to all applicable product specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using 7mm extended length endoscope s/n (B)(6). Client was borrowing vh-1111 scope when client scope was dropped and unable to see out of the camera lens. Denies anything being broken off of the scope. No patient involvement.

Manufacturer narrative:
Trackwise ID #(B)(4). Corrected sections: h-3: if other provide code -explain: corrected from "device not returned" to "device discarded". H-6: evaluation method codes: corrected from "device not returned 4114" to "device discarded 4115". Device discarded.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using 7mm extended length endoscope s/n (B)(6). Client was borrowing vh-1111 scope when client scope was dropped and unable to see out of the camera lens. Denies anything being broken off of the scope. No patient involvement.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device not returned.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using 7mm extended length endoscope (B)(4). Client was borrowing vh-1111 scope when client scope was dropped and unable to see out of the camera lens. Denies anything being broken off of the scope. No patient involvement.